Manufacturer narrative:
(B)(4). Batch corrected to p58g7l . Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: p9455c. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the vats lobectomy surgery, when severing vessel tissue, after fired, noted the staples malformed, some staples at the end of staple line with straight leg. The patient was bleeding, used suture to over-sew and stop bleeding. The patient is stable and in hospital now. Amount of blood loss and need for transfusion was not reported. Patient consequence was not reported.